Event description:
A caller reported not seeing drops of insulin at the end of the tubing during the fill tubing step of the load sequence, and experienced occlusion alarms while using an existing cartridge and tubing. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The pump was replaced to resolve the issue, and the customer will a backup insulin pump for insulin therapy until the replacement arrives.